Manufacturer narrative:
(B)(4). Pump had cracked battery tube threads, cracked case at reservoir tube window corners, broken half of reservoir tube lip, missing reservoir tube o-ring, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that the piece of the reservoir opening was broken. The customer's blood glucose level was 150 mg/dl at the time of incident. The customer was advised to replace the insulin pump. The customer will return insulin pump for analysis.